Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated device. Recently, endologix was made aware of an endoleak type 3b. On (B)(6) 2018, the patient underwent a secondary where an afx2 bifurcated and vela suprarenal was placed. No additional patient sequalae has been reported at this time.